Manufacturer narrative:
(B)(4).

Event description:
It was reported that the jaws of the applier got broken during use. Therefore, it was replaced with another applier to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4)-pc lot in april of 2023. It was found that this order was made from the correct materials and components, and all approved processes were followed. After visual inspection was conducted it is determined the complaint is valid. After testing and verifying with subject matter experts on this product line, it was determined the defect was caused by mishandling, improper preventative maintenance, and/or general misappropriation of the equipment. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the jaws of the applier got broken during use. Therefore, it was replaced with another applier to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred.